Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak was reported and is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell two of four. The patient was connected. During troubleshooting by the technical service representative (tsr) the alarm log was reviewed and system error 2240 was noted. The patient stated that fluid leaked on the ground. The patient noted a strange sound when the solution bag with the white clamp was being used to fill the heater bag. It could not be verified if the connections were secure. The tsr assisted the patient to end therapy and remove cassette. The tsr reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.